Event description:
It was reported that the hospital medical engineer reported the patient implanted with magnetic resonance imaging (MRI) compatible device had undergone an MRI scan without having the device switched to the surescan mode. The medical engineer was advised to take the device data, such as lead impedance, pacing threshold and sensed waves, and also to check if there had been any episode of high rate. The doctor did a device check and there was no change in pacing threshold, lead impedance or sensed wave, compared with the previously recorded trends. There was no record of high rate episode either. The doctor also considers that there is no patient complication. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).